Event description:
The customer for the past couple days, had changed four to five batteries. The customer reported that the pump would alarm low battery after the batteries were changed. The customer indicated that all the settings, the time and dates had been erased. The customer was admitted into the emergency room due to high bgs. Troubleshooting was performed. Instructed the customer to disconnect from the pump and call the doctor for a back up plan.